Manufacturer narrative:
Additional information: a review of the entire testing history for lot 369157a was performed. In-house testing on strip lot 369157a meets criteria. The manufacturing records for the lot 369157a were reviewed and did not uncover any non-conformances. Lot meets release specification. The meter associated with the complaint was returned for investigation and meets specifications. The impedance curve associated with the customer's inratio inr result was analyzed statistically. The impedance curve associated with the reported 1.6 result was found to exhibit weak-slope change. CAPA investigation ((B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. No patient conditions were provided by the customer to determine if these led to the weak slope change observed. There are no known medical conditions provided by the customer that would interfere with the test. An impedance curve with weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Further investigation is being performed under CAPA-(B)(4) for this issue. Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor). Model #: removed inratio pt/inr test strip and added the monitor model 200432. Lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above removed the monitor as a concomitant medical product and added the inratio pt/inr test strips the 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Customer reporting discrepant inratio result. (B)(6) 2015 inratio inr = 1.6; lab inr = 2.8. Sample was from venous lab draw, no time difference. Patient's therapeutic range 2.5 - 3.5. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation/conclusion: revised and updated. A review of the entire testing history for lot 369157a was performed. In-house testing on strip lot 369157a meets criteria. A review of the manufacturing records for lot# 369157a did not uncover any non-conformances. The lot met release specifications. In-house donor testing and meter investigation had been performed under (B)(4). The meter associated with the complaint was investigated and meets specifications. The customer was using venous sample for testing. This is considered off-label usage and cannot be ruled out as a cause for the unexpected result experienced by the customer. The impedance curve associated with the customer's inratio inr result was analyzed statistically. The impedance curve associated with the reported 1.6 result was found to exhibit weak-slope change. CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. There are no known medical conditions provided by the customer that would interfere with the test. An impedance curve with weak-slope change has been identified in CAPA-(B)(4) to contribute to a potential discrepant result. Further investigation is being performed under CAPA-(B)(4) for this issue.